Manufacturer narrative:
(B)(4). Analysis results of the catheter (model 8709sc, (B)(4)) revealed that tears/cuts/coring was present within the sc connector seal. The following was noted: "down in the inside of the cup is a tear and what looks like separation of the catheter tubing from the tapered seal." The catheter was received in 2 pieces. Analysis results of the pump (model 8637-20, (B)(4)) revealed no anomalies.

Event description:
A pt's devices were explanted due to the fact that there was no efficacy in regards to trying multiple drugs. The type of medication(s), concentration(s), and daily dose(s) being administered via the pump were not reported. The pt had recovered without any issues. Additional info is being requested from the hcp, and will be provided in a follow-up report as it becomes available.